Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After a 6f non-boston scientific (bsc) guide catheter was engaged in left coronary artery and a non-bsc guidewire crossed the lcx, pre-dilatation in the distal mid lcx was performed with a 2.5x12 non-compliant (nc) balloon catheter. A 4.00 x 20 synergy drug-eluting stent was advanced, however, the stent could not track due to calcium so the physician pre-dilated the lesion once again with the same nc balloon. He took the stent and noticed that the stent strut was damaged. The procedure was completed with a 4.00x21 non-bsc stent. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). After a 6f non-boston scientific (bsc) guide catheter was engaged in left coronary artery and a non-bsc guidewire crossed the lcx, pre-dilatation in the distal mid lcx was performed with a 2.5x12 non-compliant (nc) balloon catheter. A 4.00 x 20 synergy drug-eluting stent was advanced, however, the stent could not track due to calcium so the physician pre-dilated the lesion once again with the same nc balloon. He took the stent and noticed that the stent strut was damaged. The procedure was completed with a 4.00x21 non-bsc stent. There were no patient complications reported and the patient status was stable.